Manufacturer narrative:
Analysis of the reported device is in progress. A supplemental report will be submitted when the device analysis is completed. (B)(4).

Event description:
A perforation occurred in the proximal left anterior descending artery following four successful treatments with a coronary diamondback orbital atherectomy device. A stent was used to resolve the perforation. The patient underwent a cardiac tamponade and was treated with pressors for low blood pressure during the event. The patient was well following the event.

Manufacturer narrative:
At the conclusion of the failure analysis investigation the reported event could not confirmed through analysis. There was no damage identified with the device that would have contributed to the reported complaint. When tested the device spun during both speeds with no abnormalities observed. There was some adhered biological material on the driveshaft crown, although it is unknown if this was related to the reported complaint. There was no damage or abnormalities with the device or its components that would have contributed to the reported event. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements.